Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("devices migrated and perforated fallopian tubes and uterus"), uterine perforation ("devices migrated and perforated fallopian tubes and uterus") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have an hsg to confirm tubal occlusion". The patient's past medical history included hsv infection, bipolar disorder and anxiety. Concurrent conditions included heavy periods, drug allergy and tobacco abuse. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced cervicitis ("infection (bladder/ urinary tract/vaginal) type: acute and chronic cervicitis"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuations"), depression ("depression") with anxiety, pelvic pain ("pain") and spinal pain ("persistent lumbar spine pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy in (B)(6) 2014) and surgery (hysterectomy and salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, dental caries, vaginal discharge, weight fluctuation, depression and procedural pain had resolved, the vaginal haemorrhage, menorrhagia, cervicitis and pelvic pain outcome was unknown and the spinal pain had not resolved. The reporter considered cervicitis, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, spinal pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since the removal surgery, symptoms are mostly resolved. Diagnostic results: in (B)(6) 2012: hysterosalpingogram was performed. In (B)(6) 2013: ultrasound: devices had migrated, perforated fallopian tubes and uterus. On (B)(6) 2013 pelvic ultrasound showed a uterus measuring 8 x 4 x 5 cm. Endometrial thickness at 5 mm. Unremarkable bilateral ovaries. Prominent vasculature was noted in the pelvis consistent with pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were reported via medical record: she did not have an hsg to confirm tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: reporter information, patient details, other relevant history, lab data, product information , concomitant products, event: vaginal haemorrhage, menorrhagia, cervicitis, pelvic pain female, spinal pain, device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("devices migrated and perforated fallopian tubes and uterus"), uterine perforation ("devices migrated and perforated fallopian tubes and uterus") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have an hsg to confirm tubal occlusion". The patient's past medical history included hsv infection, bipolar disorder and anxiety. Concurrent conditions included heavy periods, drug allergy and tobacco abuse. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced cervicitis ("infection (bladder/ urinary tract/vaginal) type: acute and chronic cervicitis"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuations"), depression ("depression") with anxiety, pelvic pain ("pain"), spinal pain ("persistent lumbar spine pain") and bladder disorder ("bladder disorder"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy in (B)(6) 2014) and surgery (hysterectomy and salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, dental caries, vaginal discharge, weight fluctuation, depression, procedural pain, pelvic pain and bladder disorder had resolved, the vaginal haemorrhage, menorrhagia and cervicitis outcome was unknown and the spinal pain had not resolved. The reporter considered bladder disorder, cervicitis, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, spinal pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since the removal surgery, symptoms are mostly resolved. Diagnostic results: in (B)(6) 2012: hysterosalpingogram was performed. In (B)(6) 2013: ultrasound: devices had migrated, perforated fallopian tubes and uterus. On (B)(6) 2013 pelvic ultrasound showed a uterus measuring 8 x 4 x 5 cm. Endometrial thickness at 5 mm. Unremarkable bilateral ovaries. Prominent vasculature was noted in the pelvis consistent with pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were reported via medical record: she did not have an hsg to confirm tubal occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Event bladder disorder was added. Patient, product & reorter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("devices migrated and perforated fallopian tubes and uterus"), uterine perforation ("devices migrated and perforated fallopian tubes and uterus") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuations"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and salpingectomy in (B)(6) 2014). Essure was withdrawn. In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea and procedural pain had resolved and the dyspareunia, dental caries, vaginal discharge, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, dental caries, vaginal discharge, weight fluctuation, depression, anxiety, and procedural pain to be related to essure. The reporter commented: since the surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: hysterosalpingogram was performed. In (B)(6) 2013: ultrasound: devices had migrated, perforated fallopian tubes and uterus. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding and ultrasound revealed that devices migrated and perforated fallopian tubes and uterus. Hysterectomy and salpingectomy to remove micro-inserts performed around 2 years after insertion. All serious events due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation and uterine perforation are potential complications of essure insertion or removal. In this present case, the exact mechanism of both perforations are unknown. Given events' nature it was considered related to essure. Regarding the event abnormal heavy bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical device removal was required. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding and ultrasound revealed that devices migrated and perforated fallopian tubes and uterus. Hysterectomy and salpingectomy to remove micro-inserts performed around 2 years after insertion. All serious events due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation and uterine perforation are potential complications of essure insertion or removal. In this present case, the exact mechanism of both perforations are unknown. Given events' nature it was considered related to essure. Regarding the event abnormal heavy bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.